Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, the device header was examined. Visual inspection noted that a wrench tip was broken off in the distal atrial setscrew hex slot. All other setscrews moved freely and operated normally. Further microscopic analysis noted that the distal atrial setscrew was stuck in the up position and its retainer cap was bent. There was also mention that there was damage to the seals. The distal atrial connector block was pushed out and its retainer cap was removed to further inspect the setscrew threads and functionality. The setscrews were removed from the connector block and no irregularities in the setscrew threads or in the threads of the connector block were revealed. Another setscrew was screwed in its place and operated normally. The thread depth of the connector block is within physical specification for this model device. Device interrogation revealed a battery status of good. Technicians exposed the device to simulated heart load conditions, and then tested the pacing and sensing functions. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of detailed tests were also performed to measure the electrical performance of the device. Normal function was observed and the pacemaker did not exhibit any anomalies.

Manufacturer narrative:
This pacemaker will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker was explanted due to the physician not able to remove the associated lead. It is unknown whether the associated lead is a boston scientific product. The decision was made to replace both the device and lead because this patient is pacemaker dependent. There were no adverse patient effects.